Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 5 had failed and would not open. A field service engineer (fse) found that the issue was with a legacy full height cubie drawer. The fse replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer had failed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient, causing a delay in dispensing medications to the patient since the user had to retrieve the medications from a second pyxis. However, there were no adverse events or injuries reported due to this event.